Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, full functional stress testing and manual self test with on/off current testing without duplicating the report. Review of the device log showed no indication of a no power condition. The batteries used were not returned as part of this investigation. The on/off gasket was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.